Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 457 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer states the drive support cap appears was normal. Customer was not good to treat the high blood glucose reading. Customer ate a pizza and believed that caused high blood glucose level. Customer was unable to do displacement testing. Insulin pump will not be returning for analysis.